Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl. Customer stated that in the past they went into diabetic ketoacidosis for having an flow blocked. The customer was treated with syringe of insulin. Customer stated that the insulin pump had insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room and nor admitted into hospital. Customer stated that the event was resolved by changing complete set. The customer also stated that they did not allege insulin pump was under delivering. Customer stated that they continued to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.